Event description:
Rptr can feel the screws and hardware the dr put in. After surgery, the pain was almost unbearable. Now rptr's right foot and part of her right leg are numb. Dr said he had placed the right screw lower than the left in order to line things up. He said rptr was having nerve root initiation in the 5th root. He said that was not her main problem and did not want to remove the screw because rptr needed it for support. Another dr removed the sacral screw fixation. The dr told rptr that the nerve on the right side had turned grey and had formed scar tissue. Dr did not know what the outcome would be. So far rptr is in pain constantly with no feeling in her foot and part of leg. Rptr has not been able to work since surgery.